Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® urine analysis preservative tube, the user observed foreign matter described as "dirt" and a defective rubber stopper. This event occurred three (3) times. No health impact or consequence reported.

Manufacturer narrative:
The following information has been updated: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 20-feb-2024. H.6. Investigation summary: bd received three (3) samples and five (5) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter and defective stopper molding was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter and defective stopper molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter and defective stopper molding. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® urine analysis preservative tube, the user observed foreign matter described as "dirt" and a defective rubber stopper. This event occurred three (3) times. No health impact or consequence reported.